Manufacturer narrative:
The affected m540 and log files from the day of the event were provided to dräger for the investigation. There was no indication of a hardware failure in the log files. Log entries show that the speaker volume was held at 50% for the majority of the day except at 11:29, when they were increased to 100%. About 40 seconds prior to increasing the volume to 100%, the user initiated an audio pause event. Audio pause suppresses all audible alarms for two minutes or until the audio pause button is pressed again. Any change of speaker volume does not affect the audio pause time. There were several audio pause events throughout the reported date of the event. It cannot be determined if this is the cause of the lack of audible alarm as the time of the event was not reported. A full system test was performed to check all functionalities of the affected m540 including audio tests. It passed all tests and there were no issue with the speaker. Reportedly the m540 worked correctly after being restarted by the user. Neither the log files nor the affected m540 indicated a device malfunction for the reported date of event. The reported problem could not be reproduced. Due to this a precise root cause could not be determined. The m540 includes a speaker audio-test during startup for user confirmation of proper operation of the device and the IFU further instructs the user on how to verify audio tones. Visual alarms will still correctly be displayed on the m540 to inform the user. In a networked environment the central station will additionally alarm visually and audibly. Risk analysis was reviewed and it was determined that there are no new or revised risks.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that when an alarm occurs there will be no alarm sound at the m540. Even if the alarm is set at 100% volume, there is no acoustic warning. The correct message and the alarm arrive at the central station and it alarms visually and acoustically. The error could be corrected by restarting the m540.